Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, "I¿m still noticing this problem with the introducers basically buckling. When I try to advance it, it does go smoothly and it's like the grey part of the peel away sheath gets caught on the skin and resists advancing, causes the plastic to crumple up. It's like the material isn¿t stiff enough, but also the transition to the taper white inner dilator is not smooth enough."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "I¿m still noticing this problem with the introducers basically buckling. When I try to advance it, it does go smoothly and it's like the grey part of the peel away sheath gets caught on the skin and resists advancing, causes the plastic to crumple up. It's like the material isn¿t stiff enough, but also the transition to the taper white inner dilator is not smooth enough.".